Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a cap missing, the picture cuts out and the colors are off.

Manufacturer narrative:
The device was returned to stryker endo for investigation; the reported failure was confirmed. During visual inspection of the camera head some dents on the front enclosure and kinks on the cable were found. Camera head was received without the soaker cap. S/n on the camera is legible. When the camera head was plugged into the ccu we noticed intermittence and color changes every time the cable is bent or moved. A signal wire was likely exposing from the casing and shorting to ground when the cable is moved. Our investigations agree with the complaint from the customer. Based on previous investigation history these are known to be caused by wear and tear of the unit and/or user mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a cap missing, the picture cuts out and the colors are off.